Manufacturer narrative:
H3: device analysis found that there was no significant damage to the packaging carton upon return. When returned, the packaging carton contained the tube and an open pouch (pouch was open from 3 of 4 sides). It was observed that the device was missing harness, it was cut off. There were traces of contamination observed on the cuff, and there was a contaminated white tape wrapped around the tube near the clamp shell. There were also traces of voids found in all 4 electrode silver trace pads. Due to damaged condition upon return and the inability to perform electrical/functional testing, the complaint could not be confirmed. The device was in damaged condition upon return and therefore, the complaint could not be substantiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the emg tube was unresponsive and not functioning properly. The procedure was extended for 30minutes and was completed with backup product(s). There was no patient impact.